Event description:
Patient computed axial tomography scanned with incorrect technical factors resulting in increased radiation dose to patient. Patient orientation in scanner changed from feet-first to head-first due to anesthesia administration. Manual changes to protocol resulted in system disabling auto-ma and delivering 770 ma. Software communication not clear to technical staff that auto-ma was disabled, change in ma was not recognized. Issue not recognized at time of scan - discovered approximately one month later during a routine audit.